Event description:
Pt reports that over the past 2 months, he has been "shocked" by the vns device at least once every week. He describes it as a "stinging" sensation that radiates down into his legs. He states that he has had episodes where the sensation was very severe and he felt like he couldn't move. The device was originally implanted on (B)(6) 2013.